Event description:
It was reported that the patient presented in hospital after receiving a shock. There are no episodes showing a shock. However, a message was received that there were aborted shocks due to possible output circuit damage. Lead issue suspected. System eas explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the field event of output anomaly was confirmed in the laboratory. An arc mark was observed on the can. The analysis indicated the output circuitry of the device was damaged. The cause of low impedance path and output circuitry damage was the leads arcing to the can. The device was tested on the bench and our automated testing equipment. All low voltage functions were normal, (B)(4).